Manufacturer narrative:
(B)(4). The customer returned one sheath extension assembly with dilator for examination. Visual examination confirmed that the dilator hub was completely separated from the dilator body, the hub was returned. The separation points were rough and discolored. The condition of the separation points appears consistent to that of a stress related break. The dilator tip also had signs of damage. The overall length of the dilator measured 21.0625, which is within the specification limits of 20.875"-21.375" per dilator product drawing. The outer diameter measured 0.1080" which is within the specification limits of 0.107"-0.110" per dilator extrusion product drawing. The inner diameter measured 0.044", which is within the specification limits of 0.043"-0.046" per dilator extrusion product drawing. The dilator was advanced through both the proximal and distal ends of the returned sheath. Little to no resistance was observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of hub separated from dilator was confirmed through complaint investigation. The dilator body were separated directly adjacent to the hub. The material at the point of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. The dilator met all relevant dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on the customer description and the returned sample, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the dilator hub broke during patient use. The dilator was replaced and procedure was completed without incident.

Manufacturer narrative:
(B)(4). Potential lot#: 14f19c0160.

Event description:
The customer reports that the dilator hub broke during patient use. The dilator was replaced and procedure was completed without incident.